Manufacturer narrative:
The reported events of premature battery depletion and low impedance were confirmed. As received, the device telemetry communication was normal. Low lead impedance was noted. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and and the battery was found in normal range, with signs of rapid depletion. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (b)(60 2021.

Event description:
New information received noted that following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Device also exhibited low pacing impedance on the atrial channel. Patient was stable after the procedure.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient did not experience any consequences or adverse events. Further information was requested, but not yet available.